Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The procedure went smoothly with no complications or adverse events. The following day, a transthoracic echocardiogram was performed prior to discharge and confirmed no evidence of complications. The patient was discharged on (B)(6) 2020. The following day on (B)(6) 2020, the patient died. The physician suspected that the cause of death was arrhythmogenic cardiac arrest (ventricular tachycardia or ventricular fibrillation) caused by end stage cardiomyopathy and not related to the watchman device or watchman procedure, but the official cause of death is unknown.